Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Drive support disk was inspected and no anomaly was noted. Motor passed motor test. The insulin pump had a scratched display window, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 200 mg/dl. Customer treated with manual injection. Customer stated that he was not receiving the correct amount of insulin. The high blood glucose level would not decrease. The blood glucose reading at the time of the events was 800 mg/dl. Hospital treated with insulin drip. Customer also stated that the drive support cap is flush. Nothing further reported.